Manufacturer narrative:
The reported complaint of icy catheter (lot# 96363) balloon leak was not confirmed during visual inspection and functional testing. No device malfunction was observed. Upon visual inspection, no physical damage was observed on the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed blood residue on the balloons and on proximal luered tubing. During functional pressure leak test, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons were fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. The returned icy catheter was connected to a known good UK and run on the peristaltic pump, no leak was observed on the catheter. The returned icy catheter was connected to a known good suk and ran with the thermogard xp ivtm system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. The icy catheter performed as intended. Per zoll medical safety assessment, the patient tolerated temperature management well. Insertion of 1500 ml of sterile saline over 30h in the patient's vasculature could not potentially harm the patient. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed zoll catheter.

Event description:
During an unspecified time of ivtm therapy, the thermogard console displayed "low saline" alarm. The user did not observed saline on the bed or the ground, indicating a possible balloon leak on the icy catheter. Following this, the user replaced around 2 - 3 saline bags of 500 ml to clear the low saline alarm. After the 30 hours, therapy was completed and icy catheter was removed. No consequences or impact to patient was reported.